Event description:
This lead was attempted, but not implanted, on (B)(6)2011. There was poor lead. Measurements due to patient condition. After multiple attempts in different atrial position, fixation mechanism failed and lead would not extend/retract. The physician was dr.(B)(6) at (B)(6)hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).